Event description:
New information noted the right ventricular (rv) lead was explanted and new rv lead was implanted.

Event description:
Related manufacturer reference number: 2017865-2024-01944 it was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead was exhibiting failure to capture and the atrial lead was exhibiting high pacing impedance and high capture threshold. No changes or intervention was reported. The patient was in stable condition.